Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer cannot recall their blood glucose reading. Troubleshooting was not completed. The insulin pump screen was black. Customer stated the pump was neither dropped nor bumped. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings; unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.